Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, auto mode switch episodes were observed due to competitive atrial pacing. The clinician also noticed multiple premature ventricular contractions. Programming changes and further testing were recommended. No further information is available.